Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and impedances on the right atrial (ra) and right ventricular (rv) leads. It was noted that both leads had been sutured very tightly during implant. The leads were removed and replaced. No patient complications have been reported as a result of this event.